Event description:
It was reported that a non-dehp flogard IV solution administration set had the infusion line detached from the drip chamber. The customer stated that this problem was observed during infusion of the patient?s cytostatic treatment. The nurse set the line on the pump to standby to prevent medical injury. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received. Visual inspection identified that the tube was disconnected from the drip chamber, confirming the customer reported condition. A root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.